Event description:
Same case as: 6000089-2006-01309. It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization, and 2 dissections occurred. Physician was attempting to treat an in-stent restenosis located in a 90% stenosed lesion in the non-calcified, moderately tortuous circumflex (cx) artery . He predilated with a maverick 3.0x20mm balloon. The 2.50x20mm taxus liberte drug eluting stent systems was advanced to the target lesion. However, the balloon did not inflate. He inflate it up to 30 atms, but was unsuccessful. He changed to new inflation device, but encountered the same problems. The phsycian removed the system and noted that the stent was lost from the system and that the manipulation caused a dissection at the distal part of the lesion. The stent could not be located through angiography. He decided to use another 2.50x24 taxus liberte drug eluting stent to treat the dissection and the lesion. In this case, it was not possible to cross the kinking of the left main (lm) with the taxus system. The taxus stent delivery system was removed and this stent was lost while trying to cross the lm. The stend did drop off in the left main and another dissection was noted at the left main. The quality/status of the pt was getting worse. The physician dilated the lm with a maverick 3.0x20 mm balloon to press the lost stent into the vessel wall. No additional pt complications were reported. Pt status reported as "ok". This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.